Event description:
The customer observed a false positive architect total hcg result on one patient sample. The following data was provided: initial result 38.15 miu/ml, repeat result 4.61 miu/ml, colloidal gold result negative. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and cleaned the arc, probe which resolved the issue. An instrument service history review revealed no additional service issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of tracking and trending for the architect i2000sr did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe was identified.

Manufacturer narrative:
An evaluation is in process. A follow up will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total hcg result on one patient sample. The following data was provided: initial result = 38.15 miu/ml, repeat result = 4.61 miu/ml, colloidal gold result = negative. No impact to patient management was reported.